Event description:
The following was reported to gore on may 25, 2026 from the imedidata study database and on may 26, 2026 from gore imaging specialist (gis): on (B)(6) 2025, a patient with an abdominal aortic aneurysm (without iliac involvement) underwent primary procedure for endovascular treatment. One gore® excluder® conformable aaa endoprosthesis was implanted in infrarenal abdominal aorta, three gore® excluder® aaa endoprosthesis were implanted in the left and right common iliac artery respectively (2 of the left and one on the right). The patient was discharged home on (B)(6) 2025.on may 3, 2026, it was reported that due to a proximal migration (distance unknown) of the gore® excluder® aaa endoprosthesis (contralateral leg component on the right side), it caused a type 1b endoleak, in addition to abdominal pain. A reintervention was performed where two gore® excluder® aaa endoprosthesis (one contralateral leg and one iliac extender) were successfully implanted and resolved this endoleak on (B)(6) 2026. The study site reported that the tortuosity of the iliac arteries likely contributed to the event. No dilatation of the artery were observed.

Manufacturer narrative:
H6: b14: product history review is ongoing. B15: imaging confirmed that the right iliac leg graft is sitting within the aneurysm sac creating the endoleak. The patient referenced in this event file is enrolled in the tgr23-02aa together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on (B)(6) 2026 from the imedidata study database and on (B)(6) 2026 from gore imaging specialist (gis): on (B)(6) 2025, a patient with an abdominal aortic aneurysm (without iliac involvement) underwent primary procedure for endovascular treatment. One gore® excluder® conformable aaa endoprosthesis was implanted in infrarenal abdominal aorta, three gore® excluder® aaa endoprosthesis were implanted in the left and right common iliac artery respectively (2 on the left and one on the right). The patient was discharged home on (B)(6) 2025. On (B)(6) 2026, it was reported that due to a proximal migration of the gore® excluder® aaa endoprosthesis (contralateral leg component on the right side), it caused a type 1b endoleak, in addition to abdominal pain. A reintervention was performed and the event was resolved on (B)(6) 2026.

Manufacturer narrative:
Updated b5 based on the information received from the study site.updated h6: added f2301. Updated investigation findings code to c19, code c21 is no longer applicable. Updated investigation conclusions code to d15, code d16 is no longer applicable.a review of manufacturing records for this device have confirmed production details indicating pre-release device specifications were met. The device remains implanted and therefore no product evaluation has been performed.the investigation and analysis conducted for the complaint indicates the cause is unable to be established with the available information. Patient-related factors and/or disease progression could neither be independently confirmed nor dismissed as potential contributing factors with respect to alleged migration events.